Event description:
During the placement of a brachial PICC line, the nurse encountered resistance advancing the guidewire. Upon removal, there was fragmentation at the end of the guide wire. A humeral x-ray revealed a portion of retained wire and the vascular team was consulted. Plan was made to discharge pt and return for add'l procedure to remove the fragment. Dates of use: ongoing; (B)(6) 2012.